Manufacturer narrative:
It was reported that the hl20 displayed the error message: "head" during pre-setup testing. A getinge field service technician was onsite for investigation. The fst was not able to reproduce the issue. The device was also due for preventive maintenance (pm). The fst replaced both belt pulleys as part of the pm and completed the tension calibration. Cleaned the unit and performed all functional tests. Device is working to factory specification. Thus the reported failure could not be confirmed. However the failure mode "head error" can be linked to the following most possible root causes according to the hl 20 risk management file: failure of pump control board. Defective/ dirty tacho, relay or pump belt. The review of the non-conformities during the period of (B)(6) 2013 to (B)(6) 2021 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "head". Pump stopped. No patient was involved. A getinge field service technician will be sent onsite for investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 pump displayed the error message: "head". The pump stopped. No patient involvement reported. Reference number: (B)(4).